Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
Revision cup surgery. Revision surgery involving removal of the loose cup and after preparation, replacement with a new tritanium cup and was completed satisfactorily.